Event description:
The reporter stated the surgeon inserted a competitors lens using the indigo-p injector and an sfc-25 fp cartridge. The reporter stated the lens haptic tore off during insertion with the injector and cartridge. The lens was partially inserted and the incision was enlarged to remove the lens. Another same type lens was implanted. The reporter stated that the surgeon felt the cause of the lens tear was due to high lens power and probably a thicker iol. The pt's prognosis is excellent.